Event description:
It was reported that noise and oversensing were noted on this right ventricular (rv) lead, leading to pacing inhibition of three seconds. Troubleshooting was recommended, and ultimately this rv lead is scheduled for replacement due to suspected outer insulation damage. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).